Manufacturer narrative:
Reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection of the device revealed a kink in the hypotube located 20 cm from the strain relief, and the distal shaft was partially separated at the collar. The rest of the device was inspected, and no other damage or irregularities were found. The stented device used in the procedure was not returned for analysis, a 4.0 stent was used for functional testing. The stent was loaded into the collar of the guidezilla, but could not be advanced through the collar due to the partial separation in the shaft. The reported difficulty advancing through the collar was confirmed.

Event description:
Reportable based on device analysis completed on 29may2019. It was reported that a stent could not advance within the extension catheter. A 5-in-6 guidezilla 145 was selected for use. During procedure, it was noted that a 2.25x14 non bsc stent was unable to cross the lesion due to the stent becoming stuck during advancement within the guidezilla. The stent was replaced with a 2.25x18 non-bsc stent and that stent was not able to cross the lesion. The guidezilla was replaced and the procedure was completed with a 2.5x36 non-bsc stent. No patient complications were reported. However, device analysis revealed that partial separation at the distal shaft/collar area.